Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, log files being reviewed by technical support shows that safety valve is leaking at 95lpm. The root cause was determined due to o2 safety valve leak. Advised customer that the valve needs to be replaced.

Event description:
A vyaire representative reported an initial battery problem to bellavista 1000 after battery replacement however, after subsequent testing during team inspection, unit no o2 dosing possible alarm occur. There was no patient reported associated with this event.